Manufacturer narrative:
Evaluation summary: no lot specific investigation can be done (no complaint sample/no lot number available). All batches are released according to the required specifications. No sample has been returned, the root cause is inconclusive. (B)(4).

Event description:
A customer reported that a patient experienced total corneal edema with several desquamative layers found the day following a simple cataract procedure. The surgeon reported that there was no noticeable improvement in the patient's corneal edema symptoms and the event is continuing. The customer was unsure if the event would be related to the reconstitution process for the antibiotic product administered to the patient. Additional information has been requested but not yet received.